Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Study report. Device malfunction: unknown. Symptoms/ae: pseudoaneurysm. Time of ae: after the procedure. It was reported that a physician attempted arteriotomy closure with a perclose closure device post a successful and uneventful right internal carotid artery (rica) stenting procedure (2007). There was an unknown device failure and manual compression was used to achieve hemostasis. On the following day, the patient was discharged to home. Two weeks post procedure, the patient experienced unspecified problems at the arterial access site (the following month). The patient came into the doctor's office and was diagnosed with a pseudoaneurysm at the arterial access site (two days later). Thrombi were noted throughout the right lower extremity deep venous system detected by ultrasound. The patient was treated with an injection of thrombin with immediate complete thrombosis of the pseudoaneurysm. He tolerated the procedure well and was discharged to home. Although requested, there is no additional information available.